Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient stated the device was explanted due to the device electrocuting her and she was unable to turn the device off. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) gastrointestinal /pelvic floor therapy. It was reported the device was explanted because it was electrocuting the patient. No further complications were reported or are anticipated.